Event description:
The customer reported that the system displayed an ad channel error and failed to boot to a usable state, exhibiting a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 15 vdc power supply was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.